Manufacturer narrative:
The stryker prophecy team has received a CT scan for upcoming revision surgery, however, the reason for the revision is still unknown. At this time, it cannot be determined which of the devices involved may have caused or contributed to the reported event. Therefore, the 4143377 will be filed as an MDR, and the rest of the devices involved will be referenced in section h11 of an MDR. Additional information was requested from the initial reporter and if becomes available the reportability decision will be reevaluated. Also, once the investigations are completed the information will be reevaluated to determine if additional mdrs are required at that time.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons unknown

Manufacturer narrative:
The complaint was not confirmed, since the returned image for evaluation don't matches the alleged failure. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons unknown.